Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since damage to the insulation insert was induced thermally and/or mechanically, it is most likely that wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.) Caused the malfunction to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 4 before use: warning: infection control risk "properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 "inspection and testing" " inspecting the product "visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches, ceramic insulation at distal end, visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)". Warning risk of injury "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged". Damaged product "if the product is damaged or does not function properly, contact an olympus representative or an authorized service center¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial report.

Event description:
The customer reported to olympus, the resection sheath, had a broken ceramic tip. The issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the ceramic tip broke off and the sealing rings were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.